Event description:
A customer contacted beckman coulter inc., (bci) and stated that about 250 falsely high rheumatoid factor (rf) results have been generated on unicel dxc 800 pro synchron clinical systems between (B)(6) 2010. Patient results have been reported out of the lab and physicians questioned the results. No specific patient results were provided, but the customer indicated the results were between 23 and 30iu/ml. The customer indicated that no patient treatment was affected.

Manufacturer narrative:
Customer is using reagent lot m004772. No calibration issues or system error message have been reported. Service was not dispatched for this event. Investigation into root cause of this issue is ongoing.